Manufacturer narrative:
Abnormal use complaints are considered to be beyond any further reasonable means of interface-related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Device evaluation: 1 unit of lot c2145968 of echo-25 was returned for evaluation opened in its original packaging. Images and videos provided by the customer showed the needle/sheath leaking. The device related to this occurrence underwent a laboratory evaluation on 07-may-2025. On evaluation of the devices the following observations were made: visual inspection: distal end of needle examined and no issue observed. Functional inspection: sheath extender able to advance and retract without issue needle handle able to advance and retract without issue. Stylet removed from device without issue stylet examined and no issue observed stylet reinserted into the device without issue needle removed from the device without issue. Needle examined and no issue observed. Manufacturing records: prior to distribution, all echo-25 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-25 of lot number c2145968 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label: the precautions section of the instructions for use (ifu0101), which accompanies this device instructs the following to user: "do not use this device for any purpose other than the stated intended use.¿ there is evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device. From the information available, echo-25 was used off-label as the customer had used a connecting tube and ppg transducer connected to the device which is not part of the echo-25 rpn. As previously mentioned, the precautions section of the IFU (ifu0101) states " do not use this device for any purpose other than the stated intended use.¿ the user has not complied with the requirements of the IFU with respect to the intended use section of the device. Abnormal use complaints are considered to be beyond any further reasonable means of interface-related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Summary complaint is confirmed based on customer and /or rep testimony. According to the initial reporter, no health consequences or impacts were reported. Complaints of this nature will continue to be monitored for similar events. Investigation findings conclude that a definitive root cause of abnormal use was determined from the available information.

Event description:
The needle/sheath leaking. No adverse effect on patient 1. By ¿needle/sheath leaking¿ does this mean that the needle hub to needle cannula joint is leaking? Ans. Not sure. 2. Please describe the location in the body for the intended target site (pancreas, stomach, lungs, etc.) (If lungs, which lymph node was being targeted? E.g., 2r, 2l, 4r, ao, ar, 11ri, 11s, etc.) Ans. Body of stomach. 3. Please describe the size of the intended target site. Ans. 6mm 4. Was gaining access to the target site difficult? N/a, yes, no ans. No 5. Was puncture of the targeted site difficult? Ans. No 6. What is the scope manufacturer and model number that was used? Ans. Fuji, eg-580ut. 7. Was the scope recently service/repaired? Ans. +-6months. 8. Was the device used in a tortuous position? Ans. No. 9. Was the device damaged in packaging before removal? N/a, yes, no ans. No. 10. Was the device damaged on removal from packaging? N/a, yes, no ans. No 11. Was force required to remove the device? N/a, yes, no ans. No 12. When was the issue noted? E.g., on advancement of the sheath/needle or on needle retraction? Ans. During flushing. 13. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) ans. Leaking. 14. If not with the device in question, how was the procedure performed and/or finished? Ans. With a new needle.